Event description:
It was reported that upon opening the packaging of a delivery catheter system (dcs), the plastic insert used for rinse basins appeared deformed. Subsequently, a new dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that there was no apparent compromised sterility of the dcs due to the issue.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. The issue occurred with a plastic insert inside of the dcs packaging and there was no apparent compromised sterility. There is no evidence to suggest the device caused or contributed to a reportable death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the packaging of a delivery catheter system (dcs), the plastic insert used for rinse basins appeared deformed. Subsequently, a new dcs was opened and used to complete the procedure. No patient complications were reported as a result of this event.